Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v686988, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had pain at the pocket site. The patient was unable to lay on their side and it would hurt to sit. It was noted intervention involved explanting the system. The patient was also prescribed ibuprofen, keflex, and norco. The event was considered ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the etiology was the incisional site/neurostimulator pocket.